Manufacturer narrative:
One infusion pump was returned for evaluation. Visual inspection of the device found it to be in good physical condition. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. Evidence was noted in the event history log: medium alarm displayed: cannot start pump. Device underwent functional testing; the reported customer complaint was confirmed. The faulty air detector was replaced. The problem source has been determined to be unknown.

Event description:
Information was received that a smiths medical ambulatory infusion cadd solis vip pump had constant air in line error code. Incident occurred during testing; no patient involvment.